Event description:
C-pac machine broke, I brought it to (B)(4) medical supply where I got it. They sent it for repair and were going to ship me a replacement. That was 10 weeks ago. Calls placed to them are not helpful. They blame the recall. My health is suffering. Why can't I just get a new one? This is unfair and illegal. Thank you. FDA safety report ID # (B)(4).